Event description:
Rptr received 24 hemostatic forceps (curved) and discovered burrs on 13 of these. The burrs are on the lockbox and pose a possibility of puncturing through surgical gloves worn by surgeons.